Manufacturer narrative:
Additional information received: it was confirmed that the iliac rupture was resolved following the implantation of the covered stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. The diameter of the proximal thoracic aorta was 22 mm. The degree of angulation of the aortic arch was >90 degrees. Significant tortuosity and mild calcification was present in the thoracic aorta. Mild calcification / tortuosity was reported in other vessels. It was reported that during the implant procedure, the device would not negotiate the angle of the patient's type iii arch and could not be delivered to the target deployment zone. It was also reported that the patient's iliac ruptured during the procedure. A covered stent was implanted as treatment. As per the physician, the cause of the event was related to the patient's anatomy, due to the type iii arch. No additional clinical sequelae were reported and the patient is fine.